Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during bolus delivery. The customer's blood glucose value was unknown. It was also reported that the display of the reported insulin pump returned to the riwind screen immediately and due to this issue customer was not able to perform self test on insulin pump. Yesterday when customer change the battery of insulin pump, battery was power off. The insulin pump will not be returned for analysis.